Event description:
It was reported that after an initial bunion surgery, all hardware was removed on (B)(6) 2025 due to nonunion at the 1st, 2nd, and 3rd tmt joints. The joints were revised with tmc hardware. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed on (B)(6) 2025 due to nonunion at the 1st, 2nd, and 3rd tmt joints. The joints were revised with tmc hardware. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. The most likely cause of the reported event could not be determined based on the available information and without return of the devices. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same revision surgery were reported in mdrs 3011623994-2025-00114 and 3011623994-2025-00115.